Manufacturer narrative:
Additional information: the author reports that none of the adverse events mentioned in the article are directly related to medtronic devices. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
This article reports on a study is a single-center retrospective study. Subjects who underwent endovenous treatment with rfa (group a) or cac (group b) for gsv insufficiency between june 2015 and june 2021 were followed up for at least 2 years. 142 subjects were included. The closurefast rfa system was used for rfa ablation. Non medtronic venablock varicose vein closure system was used for cac closure. In the 1-month and 6-month duplex ultrasonography of the subjects, partial closure and patency rates in group b were significantly higher than those in group a. At the 12-month and 24-month evaluation, closure rates did not show a statistically significant difference between the groups. Complications reported included hematoma, edema, paresthesia, induration, phlebitis, and hyperpigmentation.